Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This initial MDR was submitted with the incorrect part number information. The part number was incorrectly generated as 471205-17. The customer communicated that the corrected part number is 471172-17. Please refer to MFR report number 2955842-2025-39667 for this event which was re-submitted under the correct part number.